Manufacturer narrative:
The hakim valve was returned for evaluation: DHR - conformed to the specifications when released to stock failure analysis - the valve was visually inspected; no defect was noted. The valve passed the tests for programming, occlusion, leaks, reflux and pressure. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve.

Event description:
N/a

Event description:
A facility reported a hakim valve was implanted on (B)(6) 2023. On an unknown date, the patient presented symptoms of overdrainage despite high pressure level, which converted to underdrainage and hydrocephalus only by lying the patient flat for 12 hours. Due to suspicion of valve dysfunction, the valve was removed and replaced on (B)(6) 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.